Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose was high 427 mg/dl. The customer was treated with the manual injection and insulin pump. The customer stated that the infusion set cannula was bent. Troubleshooting was performed for high blood glucose and bent cannula. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The auto mode was active. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.